Event description:
It was reported that the patient had a urinary tract infection (uti). The patient took cipro twice a day from her mother-in-law for three days. The patient was then given a prescription for cipro twice a day for four days to complete the course of antibiotics. The event was ongoing.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-33, lot# v581929, implanted: 2010-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2011.